Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes"), uterine perforation ("perforated uterus"), device dislocation ("migration of the device") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("cramping"), procedural pain ("painful post-operative recovery") and the second episode of abdominal pain ("severe abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, she underwent a surgery to remove the essure device, and had a hysterectomy), surgery (on (B)(6) 2017, she underwent a surgery to remove the essure device, and had a hysterectomy) and surgery (on (B)(6) 2017, she underwent a surgery to remove the essure device, and had a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, procedural pain and the last episode of abdominal pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, procedural pain, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes /perforation (fallopian tube (s))/perforation (fallopian tube (s))/essure device embedded"), uterine perforation ("perforated uterus /migration of essure device location of device (present in the myometrium)/perforation (uterus)/perforation (uterus)/essure device embedded") and genital haemorrhage ("heavy, abnormal bleeding / abnormal bleeding (general)/abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. G550563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity (nature of treatment-bariatric surgery) on (B)(6) 2015, uterine fibroid on (B)(6) 2016, uterine leiomyoma on (B)(6) 2016 and herpes genitalis. On (B)(6) 2016, no recent increase in pain or bleeding. On (B)(6) 2016, she did not have pain or abnormal bleeding after the procedure. Previously administered products included for birth control: mirena iud from 2015 to 2016, paragard from 2006 to 2015 and depo-provera from 1997 to 2005. Concurrent conditions included intramural leiomyoma of uterus since (B)(6) 2016, ovarian cyst since (B)(6) 2016, bariatric surgery since (B)(6) 2016, foreign body in uterus, any part since (B)(6) 2016, uterine fibroid since (B)(6) 2016 and cervix inflammation since (B)(6) 2017. Family history included ischemic heart disease, disorder circulatory system, stroke and penicillin allergy. Concomitant products included clotrimazole (lotrimin), ergocalciferol (vitamin d2) since 2018, fish oil since 2015, ibuprofen since 2016, multivitamin since 2015, valaciclovir since 2007 and vicodin (norco) since 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain/ pelvic pain (when attempting intercourse)/pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), blood oestrogen abnormal ("hormonal changes describe: on estrogen- premarin"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("pain when attempting sexual intercourse/pain when attempting sexual intercourse"). On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain ("cramping"), procedural pain ("painful post-operative recovery"), the second episode of abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding ((vaginal, menorrhagia) (event splitted for coding)"), weight increased ("weight gain") and dysmenorrhoea ("lower abdominal pain (menstrual)"). The patient was treated with estrogens conjugated (premarin), estrogen nos (estrogen), surgery (on (B)(6) 2017,surgery to remove essure, (B)(6) 2017 had hysterectomy(full), (B)(6) 2016 salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, procedural pain, the last episode of abdominal pain, blood oestrogen abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, pelvic pain, weight increased and dyspareunia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered blood oestrogen abnormal, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. 2 dates for essure removal was provided (B)(6) 2016 and (B)(6) 2017. Were you advised of any complications from your essure removal procedure? Yes. (First procedure in (B)(6) 2016 ¿ failed and date of communication (B)(6) 2016. The essure device was inserted into the right tubal ostia first and there was 1 coil remaining in the cavity. Then the essure was placed in the left tube with 1 coil in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: full occlusion of fallopian tubes. Approximate weight at the time of essure placement 130 lbs. On (B)(6) 2016, she has mirena iud in place. Will plan for depo provera post op. Signed pm 330 on (B)(6) 2016. Findings: the uterus measures 11.0 x 6.6 x 4.5 cm. The uterus is anteverted. Note is made of nabothian cysts in the cervix. Within the posterior upper uterine body to the left of midline, there is a slightly heterogeneous intramural fibroid, measuring 4.0 x 3.6 x 2.5 cm. There is some shadowing associated with this fibroid, suggesting calcification. There is a linear shadowing echogenic structure within the endometrial canal, consistent with an iud, making assessment of the endometrial stripe limited. Left ovary: the left ovary measures 4.2 x 1.8 x 1.8 cm. There is a small anechoic cyst in the right ovary, measuring 2.0 x 1.1 x 1.2 cm. Right ovary: the right ovary measures 3.3 x 1.7 x 1.7 cm. There is a small anechoic cyst in the right ovary, measuring 1.6 x 1.4 x 1.3 cm. No adnexal masses. No free fluid is identified. Impression: solitary intramural fibroid in the posterior upper uterine body to the left of midline, measuring 4.0 cm in size. Small bilateral simple appearing ovarian cysts. Iud in place in the endometrial canal. Assessment/plan: desires permanent sterilization. Will place or request for hysteroscopic sterilization with essure for (B)(6) 2016. On (B)(6) 2016, ultrasound, pelvis, (non obstetrical), complete (76856) ultrasound, transvaginal. History: uterine fibroids. Technique: a transabdominal and endovaginal examination was performed. Findings: the uterus measures 86 x 45 x 55 mm. Single, posterior uterine body intramural fibroid towards the fundus which measures 33 x 31 x 38 mm. This fibroid previously measured 40 x 36 x 25 mm. No new fibroids are noted. Endometrial stripe measures 6 mm in thickness. An intrauterine device is present in the endometrial cavity. The right ovary measures 30 x 15 x 29 mm and contains an 18 x 14 x 19 mm simple appearing follicular cyst. The left ovary measures 29 x 19 x 25 mm and appears unremarkable. Blood flow is visualized at both ovaries. There is no adnexal mass or free pelvic fluid. Impression: 1. Single posterior uterine body intramural fibroid is redemonstrated and now measures 33 x 31 x 38 mm, previously 40 x 36 x 25 mm. No new fibroids. 2. Endometrial stripe measures 6 mm in thickness. An intrauterine device is present in the endometrial cavity. 3. Normal sonographic appearance of both ovaries. 18 x 14 x 19 mm follicular cyst is present in the right ovary. On (B)(6) 2016- she had hsg done on (B)(6) 2016 to check for tubal occlusion. Bilateral tubes were patent, however right coils looked to be outside of the uterus on x ray, which was concerning for expulsion or perforation. She is here today for pelvic ultrasound and to discuss upcoming management. Currently she denies pain and abnormal uterine bleeding. She has not had intercourse since placement of essure and does not currently have a partner. Findings: the uterine cavity is normal in size and contour. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. The linear radiopaque structures representing the essure devices are located slightly inferior to the fallopian tubes bilaterally. Correlate with interventional history. Impression: 1. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. Assessment/plan: encounter for post essure sterilization check (primary encounter diagnosis) ¿ essure coils appear to have expelled into the uterine cavity. Hsg suggested that right coils were outside of uterine cavity however ultrasound today shows that right and left coils are both in the uterine cavity. Both tubes are patent. Since coils appear to be misplaced on hsg and ultrasound will not wait another 3 months to confirm tubal occlusion because it is unlikely that coils will cause tubal fibrosis over time. Discussed performing hysteroscopy for removal of misplaced essure coils. Will also perform diagnostic laparoscopy and bilateral salpingectomy for sterilization. Discussed risks of laparoscopy and bilateral salpingectomy for sterilization including pain, bleeding damage to surrounding organs, failure of sterilization (0.5%) and possible risk of ectopic pregnancy. Pt has had umbilical hernia repair, gastric sleeve, c-sections and laparoscopic cholecystectomy in the past, therefore she does have risk of adhesions which could complicate procedure. On (B)(6) 2016, transvaginal ultrasound. Uterus anteverted. Thin, homogenous endometrial lining. Left essure coils appear to be in uterus, near cornua however lowe than expected. Also the right essure coils appear the be in the uterine cavity as well, but below the cornua. On (B)(6) 2016, clinical diagnosis and history: permanent sterilization. Removal of essure device, diagnostic hysteroscopy, bilateral salpingectomy for sterilization. Diagnosis: a. Fallopian tube segment, left, salpingectomy: complete cross section of fallopian tube with no significant pathologic abnormality. B. Fallopian tube segment, right, salpingectomy: complete cross section of fallopian tube with no significant pathologic abnormality. On (B)(6) 2016, pelvic ultrasounds done in office shortly after suggested essure coils were present in the uterus. On (B)(6) 2016 she underwent hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy. The essure coils were not identified in the uterine cavity on hysteroscopy. Also, the essure was not identified in the abdominal cavity during laparoscopy. Intraoperative imaging showed the essure coils in the pelvis and in the uterus, which suggests coils are embedded in myometrium. Pt was not consented for hysterectomy at the time of the procedure, which is why it was not performed. Assessment/plan: malpositioned essure device, coils likely embedded in myometrium. Scheduled for tvh, possible diagnostic laparoscopy on (B)(6) 2017. Discussed risks of surgery including pain, bleeding, blood transfusion, infection, damage to surrounding organs, need for additional procedures, anesthesia complications and thromboembolic events. On (B)(6) 2017, diagnosis: retained essure device/malpositioned essure device. Final diagnosis: leiomyoma of uterus. Unspecified, endometriosis of uterus, inflammatory disease of cervix uteri-as reported, other mechanical complication of other prosthetic devices, implants and grafts of genital tract, initial encounter bariatric surgery status, family history of ischemic heart disease and other diseases of the circulatory system, family history of stroke, allergy status to penicillin. Problem list: iud in place, intramural leiomyoma of uterus, morbid obesity, bariatric surgery, admission for sterilization, status post bilateral salpingectomy, vaginal hysterectomy, foreign body in uterus, any part. On (B)(6) 2017, clinical diagnosis and history: the patient is a 37-year-old woman with two malpositioned essure coils. Diagnosis: uterus, hysterectomy: cervix - mild chronic inflammation; negative for dysplasia or neoplasia endometrium - weakly proliferative pattern; negative for hyperplasia or carcinoma myometrium - adenomyosis and three leiomyomata (the largest measuring 1.0 cm in diameter); negative for atypia or malignancy. Gross description: there are no grossly evident foci of necrosis. Also present in the specimen container are two separate, distorted, gray essure coils. The coils are not oriented as to right and left. A small amount of pink, soft tissue is adherent to the coils. On (B)(6) 2017, chief complaint: post-operative check-up. Assessment/plan: sip vaginal hysterectomy with/without bilateral salpingo-oophorectomy, who presents for post op appointment. She is recovering well from surgery. On (B)(6) 2016 (hysterosalpingogram (hsg))-as per pfs. Result: failure to occlude (close) fallopian tubes- (B)(6) 2016. Result- contrast seen to flow retrograde into both fallopian tubes with spillage into peritoneal cavity right> left: this is compatible with patent fallopian tubes bilaterally. The essure devices are located slightly inferior to the fallopian tubes bilaterally. (B)(6) 2016 (hysterosalpingogram (hsg))-as per mr technique: after cleansing of the cervix, a 7 french catheter was inserted into the endometrial cavity and contrast was instilled under fluoroscopy. Findings: the uterine cavity is normal in size and contour. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. The linear radiopaque structures representing the essure devices are located slightly inferior to the fallopian tubes bilaterally. Correlate with interventional history. Impression: 1. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. On (B)(6) 2016, procedure: hysteroscopy, diagnostic laparoscopy, lysis of adhesions, laparoscopic bilateral salpingectomy, dilation and curettage. Findings: fibroid uterus, 8 week size, midline. Two essure coils, intact, present in myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation , device dislocation , abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes /perforation (fallopian tube (s))/perforation (fallopian tube (s))/essure device embedded"), uterine perforation ("perforated uterus /migration of essure device location of device (present in the myometrium)/perforation (uterus)/perforation (uterus)/essure device embedded"), genital haemorrhage ("heavy, abnormal bleeding / abnormal bleeding (general)/abnormal bleeding (general)") and weight increased ("weight gain") in a 36-year-old female patient who had essure (batch no. G550563-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity (nature of treatment-bariatric surgery) on (B)(6) 2015, uterine fibroid on (B)(6) 2016, uterine leiomyoma on (B)(6) 2016 and herpes genitalis. On (B)(6) 2016, no recent increase in pain or bleeding. On (B)(6) 2016, she did not have pain or abnormal bleeding after the procedure. Previously administered products included for birth control: mirena iud from 2015 to 2016, paragard from 2006 to 2015 and depo-provera from 1997 to 2005. Concurrent conditions included intramural leiomyoma of uterus since (B)(6) 2016, ovarian cyst since (B)(6) 2016, bariatric surgery since (B)(6) 2016, foreign body in uterus, any part since (B)(6) 2016, uterine fibroid since (B)(6) 2016 and cervix inflammation since (B)(6) 2017. Family history included ischemic heart disease, disorder circulatory system, stroke and penicillin allergy. Concomitant products included () since 2015, ergocalciferol (vitamin d2) since 2018, fish oil since 2015, hydrocodone bitartrate;paracetamol (norco) since 2016, ibuprofen since 2016, imidazole and triazole derivatives and valaciclovir since 2007. In 2016, the patient experienced pelvic pain ("pain/ pelvic pain (when attempting intercourse)/pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("pain when attempting sexual intercourse/pain when attempting sexual intercourse") and loss of libido ("harmonal changes describe: loss of libido") and was found to have blood oestrogen abnormal ("hormonal changes describe: on estrogen- premarin"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased (seriousness criterion medically significant) and experienced the first episode of abdominal pain ("cramping"), procedural pain ("painful post-operative recovery"), the second episode of abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding ((vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("lower abdominal pain (menstrual)"). The patient was treated with estradiol (estrogen), estrogens conjugated (premarin) and surgery (gastric sleeve surgery and on (B)(6) 2017,surgery to remove essure, (B)(6) 2017 had hysterectomy(full), (B)(6) 2016 salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, weight increased, procedural pain, the last episode of abdominal pain, blood oestrogen abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, pelvic pain, dyspareunia and loss of libido outcome was unknown and the dysmenorrhoea had resolved. The reporter considered blood oestrogen abnormal, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. 2 dates for essure removal was provided (B)(6) 2016 and (B)(6) 2017. Were you advised of any complications from your essure removal procedure? Yes (first procedure in (B)(6) 2016 ¿ failed and date of communication (B)(6) 2016. The essure device was inserted into the right tubal ostia first and there was 1 coil remaining in the cavity. Then the essure was placed in the left tube with 1 coil in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: full occlusion of fallopian tubes. Approximate weight at the time of essure placement 130 lbs. On (B)(6) 2016, she has mirena iud in place. Will plan for depo provera post op. Signed pm 330 on (B)(6) 2016. Findings: the uterus measures 11.0 x 6.6 x 4.5 cm. The uterus is anteverted. Note is made of nabothian cysts in the cervix. Within the posterior upper uterine body to the left of midline, there is a slightly heterogeneous intramural fibroid, measuring 4.0 x 3.6 x 2.5 cm. There is some shadowing associated with this fibroid, suggesting calcification. There is a linear shadowing echogenic structure within the endometrial canal, consistent with an iud, making assessment of the endometrial stripe limited. Left ovary: the left ovary measures 4.2 x 1.8 x 1.8 cm. There is a small anechoic cyst in the right ovary, measuring 2.0 x 1.1 x 1.2 cm. Right ovary: the right ovary measures 3.3 x 1.7 x 1.7 cm. There is a small anechoic cyst in the right ovary, measuring 1.6 x 1.4 x 1.3 cm. No adnexal masses. No free fluid is identified. Impression: solitary intramural fibroid in the posterior upper uterine body to the left of midline, measuring 4.0 cm in size. Small bilateral simple appearing ovarian cysts. Iud in place in the endometrial canal. Assessment/plan: desires permanent sterilization. Will place or request for hysteroscopic sterilization with essure for (B)(6) 2016. On (B)(6) 2016, ultrasound, pelvis, (non obstetrical), complete (76856) ultrasound, transvaginal. History: uterine fibroids technique: a transabdominal and endovaginal examination was performed. Findings: the uterus measures 86 x 45 x 55 mm. Single, posterior uterine body intramural fibroid towards the fundus which measures 33 x 31 x 38 mm. This fibroid previously measured 40 x 36 x 25 mm. No new fibroids are noted. Endometrial stripe measures 6 mm in thickness. An intrauterine device is present in the endometrial cavity. The right ovary measures 30 x 15 x 29 mm and contains an 18 x 14 x 19 mm simple appearing follicular cyst. The left ovary measures 29 x 19 x 25 mm and appears unremarkable. Blood flow is visualized at both ovaries. There is no adnexal mass or free pelvic fluid. Impression: 1. Single posterior uterine body intramural fibroid is redemonstrated and now measures 33 x 31 x 38 mm, previously 40 x 36 x 25 mm. No new fibroids. 2. Endometrial stripe measures 6 mm in thickness. An intrauterine device is present in the endometrial cavity. 3. Normal sonographic appearance of both ovaries. 18 x 14 x 19 mm follicular cyst is present in the right ovary. On (B)(6) 2016 - she had hsg done on (B)(6) 2016 to check for tubal occlusion. Bilateral tubes were patent, however right coils looked to be outside of the uterus on x ray, which was concerning for expulsion or perforation. She is here today for pelvic ultrasound and to discuss upcoming management. Currently she denies pain and abnormal uterine bleeding. She has not had intercourse since placement of essure and does not currently have a partner. Findings: the uterine cavity is normal in size and contour. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. The linear radiopaque structures representing the essure devices are located slightly inferior to the fallopian tubes bilaterally. Correlate with interventional history. Impression: 1. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. Assessment/plan: encounter for post essure sterilization check (primary encounter diagnosis) ¿ essure coils appear to have expelled into the uterine cavity. Hsg suggested that right coils were outside of uterine cavity however ultrasound today shows that right and left coils are both in the uterine cavity. Both tubes are patent. Since coils appear to be misplaced on hsg and ultrasound will not wait another 3 months to confirm tubal occlusion because it is unlikely that coils will cause tubal fibrosis over time. Discussed performing hysteroscopy for removal of misplaced essure coils. Will also perform diagnostic laparoscopy and bilateral salpingectomy for sterilization. Discussed risks of laparoscopy and bilateral salpingectomy for sterilization including pain, bleeding damage to surrounding organs, failure of sterilization (0.5%) and possible risk of ectopic pregnancy. Pt has had umbilical hernia repair, gastric sleeve, c-sections and laparoscopic cholecystectomy in the past, therefore she does have risk of adhesions which could complicate procedure. On (B)(6) 2016, transvaginal ultrasound uterus anteverted. Thin, homogenous endometrial lining. Left essure coils appear to be in uterus, near cornua however lowe than expected. Also the right essure coils appear the be in the uterine cavity as well, but below the cornua. On (B)(6) 2016, clinical diagnosis and history: permanent sterilization. Removal of essure device, diagnostic hysteroscopy, bilateral salpingectomy for sterilization diagnosis: a. Fallopian tube segment, left, salpingectomy: complete cross section of fallopian tube with no significant pathologic abnormality b. Fallopian tube segment, right, salpingectomy: complete cross section of fallopian tube with no significant pathologic abnormality. On (B)(6) 2016, pelvic ultrasounds done in office shortly after suggested essure coils were present in the uterus. On (B)(6) 2016 she underwent hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy. The essure coils were not identified in the uterine cavity on hysteroscopy. Also, the essure was not identified in the abdominal cavity during laparoscopy. Intraoperative imaging showed the essure coils in the pelvis and in the uterus, which suggests coils are embedded in myometrium. Pt was not consented for hysterectomy at the time of the procedure, which is why it was not performed. Assessment/plan: malpositioned essure device, coils likely embedded in myometrium. Scheduled for tvh, possible diagnostic laparoscopy on (B)(6) 2017. - discussed risks of surgery including pain, bleeding, blood transfusion, infection, damage to surrounding organs, need for additional procedures, anesthesia complications and thromboembolic events. On (B)(6) 2017, diagnosis: retained essure device/malpositioned essure device. Final diagnosis: leiomyoma of uterus. Unspecified, endometriosis of uterus, inflammatory disease of cervix uteri-as reported, other mechanical complication of other prosthetic devices, implants and grafts of genital tract, initial encounter bariatric surgery status, family history of ischemic heart disease and other diseases of the circulatory system, family history of stroke, allergy status to penicillin. Problem list: iud in place, intramural leiomyoma of uterus, morbid obesity, bariatric surgery, admission for sterilization, status post bilateral salpingectomy, vaginal hysterectomy, foreign body in uterus, any part. On (B)(6) 2017, clinical diagnosis and history: the patient is a 37-year-old woman with two malpositioned essure coils. Diagnosis: uterus, hysterectomy: cervix - mild chronic inflammation; negative for dysplasia or neoplasia endometrium - weakly proliferative pattern; negative for hyperplasia or carcinoma myometrium - adenomyosis and three leiomyomata (the largest measuring 1.0 cm in diameter); negative for atypia or malignancy. Gross description: there are no grossly evident foci of necrosis. Also present in the specimen container are two separate, distorted, gray essure coils. The coils are not oriented as to right and left. A small amount of pink, soft tissue is adherent to the coils. On (B)(6) 2017, chief complaint: post-operative check up. Assessment/plan: sip vaginal hysterectomy with/without bilateral salpingo-oophorectomy, who presents for post op appointment. She is recovering well from surgery. On (B)(6) 2016 (hysterosalpingogram (hsg))-as per pfs. Result: failure to occlude (close) fallopian tubes- (B)(6) 2016. Result- contrast seen to flow retrograde into both fallopian tubes with spillage into peritoneal cavity right> left: this is compatible with patent fallopian tubes bilaterally. The essure devices are located slightly inferior to the fallopian tubes bilaterally. (B)(6) 2016 (hysterosalpingogram (hsg))-as per mr technique: after cleansing of the cervix, a 7 french catheter was inserted into the endometrial cavity and contrast was instilled under fluoroscopy. Findings: the uterine cavity is normal in size and contour. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. The linear radiopaque structures representing the essure devices are located slightly inferior to the fallopian tubes bilaterally. Correlate with interventional history. Impression: 1. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. On (B)(6) 2016, procedure: hysteroscopy, diagnostic laparoscopy, lysis of adhesions, laparoscopic bilateral salpingectomy, dilation and curettage. Findings: fibroid uterus, 8 week size, midline. Two essure coils, intact, present in myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation , device dislocation , abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: loss of libido. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tubes /perforation (fallopian tube (s))"), uterine perforation ("perforated uterus /migration of essure device location of device (present in the myometrium)/perforation (uterus)"), device dislocation ("migration of the device") and genital haemorrhage ("heavy, abnormal bleeding / abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. G550563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity (nature of treatment-bariatric surgery) on (B)(6) 2015, uterine fibroid on (B)(6) 2016, uterine leiomyoma on (B)(6) 2016 and herpes genitalis. On (B)(6) 2016, no recent increase in pain or bleeding. On (B)(6) 2016, she did not have pain or abnormal bleeding after the procedure. Previously administered products included for birth control: mirena iud from 2015 to 2016, paragard from 2006 to 2015 and depo-provera from 1997 to 2005. Concurrent conditions included intramural leiomyoma of uterus since (B)(6) 2016, ovarian cyst since (B)(6) 2016, bariatric surgery since (B)(6) 2016, foreign body in uterus, any part since (B)(6) 2016, uterine fibroid since (B)(6) 2016 and cervix inflammation since (B)(6) 2017. Family history included ischemic heart disease, disorder circulatory system, stroke and penicillin allergy. Concomitant products included clotrimazole (lotrimin), ergocalciferol (vitamin d2) since 2018, fish oil since 2015, ibuprofen since 2016, multivitamin since 2015, valaciclovir since 2007 and vicodin (norco) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), blood oestrogen abnormal ("hormonal changes describe: on estrogen- premarin"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("pain when attempting sexual intercourse"). On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain ("cramping"), procedural pain ("painful post-operative recovery"), the second episode of abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding ((vaginal, menorrhagia) (event splitted for coding)"), pelvic pain ("pain/ pelvic pain (when attempting intercourse)"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain (menstrual)"). The patient was treated with estrogens conjugated (premarin), estrogen nos (estrogen), surgery (on (B)(6) 2017,surgery to remove essure, (B)(6) 2017 had hysterectomy(full), (B)(6) 2016 salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, procedural pain, the last episode of abdominal pain, blood oestrogen abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, pelvic pain, weight increased and dyspareunia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, blood oestrogen abnormal, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. 2 dates for essure removal was provided (B)(6) 2016 and (B)(6) 2017. Were you advised of any complications from your essure removal procedure? Yes (first procedure in (B)(6) 2016 ¿ failed and date of communication (B)(6) 2016. The essure device was inserted into the right tubal ostia first and there was 1 coil remaining in the cavity. Then the essure was placed in the left tube with 1 coil in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: full occlusion of fallopian tubes approximate weight at the time of essure placement 130 lbs. On (B)(6) 2016, she has mirena iud in place. Will plan for depo provera post op. Signed pm 330 on (B)(6) 2016. Findings: the uterus measures 11.0 x 6.6 x 4.5 cm. The uterus is anteverted. Note is made of nabothian cysts in the cervix. Within the posterior upper uterine body to the left of midline, there is a slightly heterogeneous intramural fibroid, measuring 4.0 x 3.6 x 2.5 cm. There is some shadowing associated with this fibroid, suggesting calcification. There is a linear shadowing echogenic structure within the endometrial canal, consistent with an iud, making assessment of the endometrial stripe limited. Left ovary: the left ovary measures 4.2 x 1.8 x 1.8 cm. There is a small anechoic cyst in the right ovary, measuring 2.0 x 1.1 x 1.2 cm. Right ovary: the right ovary measures 3.3 x 1.7 x 1.7 cm. There is a small anechoic cyst in the right ovary, measuring 1.6 x 1.4 x 1.3 cm. No adnexal masses. No free fluid is identified. Impression: solitary intramural fibroid in the posterior upper uterine body to the left of midline, measuring 4.0 cm in size. Small bilateral simple appearing ovarian cysts. Iud in place in the endometrial canal. Assessment/plan: desires permanent sterilization. Will place or request for hysteroscopic sterilization with essure for (B)(6) 2016. On (B)(6) 2016, ultrasound, pelvis, (non obstetrical), complete (76856) ultrasound, transvaginal history: uterine fibroids technique: a transabdominal and endovaginal examination was performed. Findings: the uterus measures 86 x 45 x 55 mm. Single, posterior uterine body intramural fibroid towards the fundus which measures 33 x 31 x 38 mm. This fibroid previously measured 40 x 36 x 25 mm. No new fibroids are noted. Endometrial stripe measures 6 mm in thickness. An intrauterine device is present in the endometrial cavity. The right ovary measures 30 x 15 x 29 mm and contains an 18 x 14 x 19 mm simple appearing follicular cyst. The left ovary measures 29 x 19 x 25 mm and appears unremarkable. Blood flow is visualized at both ovaries. There is no adnexal mass or free pelvic fluid. Impression: 1. Single posterior uterine body intramural fibroid is redemonstrated and now measures 33 x 31 x 38 mm, previously 40 x 36 x 25 mm. No new fibroids. 2. Endometrial stripe measures 6 mm in thickness. An intrauterine device is present in the endometrial cavity. 3. Normal sonographic appearance of both ovaries. 18 x 14 x 19 mm follicular cyst is present in the right ovary. On (B)(6) 2016-she had hsg done on (B)(6) 2016 to check for tubal occlusion. Bilateral tubes were patent, however right coils looked to be outside of the uterus on x ray, which was concerning for expulsion or perforation. She is here today for pelvic ultrasound and to discuss upcoming management. Currently she denies pain and abnormal uterine bleeding. She has not had intercourse since placement of essure and does not currently have a partner. Findings: the uterine cavity is normal in size and contour. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. The linear radiopaque structures representing the essure devices are located slightly inferior to the fallopian tubes bilaterally. Correlate with interventional history. Impression: 1.lnjected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. Assessment/plan: encounter for post essure sterilization check (primary encounter diagnosis) ¿ essure coils appear to have expelled into the uterine cavity. Hsg suggested that right coils were outside of uterine cavity however ultrasound today shows that right and left coils are both in the uterine cavity. Both tubes are patent. Since coils appear to be misplaced on hsg and ultrasound will not wait another 3 months to confirm tubal occlusion because it is unlikely that coils will cause tubal fibrosis over time. Discussed perfrming hysteroscopy for removal of misplaced essure coils. Will also perform diagnostic laparoscopy and bilateral salpingectomy for sterilization. Discussed risks of laparoscopy and bilateral salpingectomy for sterilization including pain, bleeding damage to surrounding organs, failure of sterilization (0.5%) and possible risk of ectopic pregnancy. Pt has had umbilical hernia repair, gastric sleeve, c-sections and laparoscopic cholecystectomy in the past, therefore she does have risk of adhesions which could complicate procedure. On (B)(6) 2016, transvaginal ultrasound uterus anteverted. Thin, homogenous endometrial lining. Left essure coils appear to be in uterus, near cornua however lowe than expected. Also the right essure coils appear the be in the uterine cavity as well, but below the cornua. On (B)(6) 2016, clinical diagnosis and history: permanent sterilization. Removal of essure device, diagnostic hysteroscopy, bilateral salpingectomy for sterilization diagnosis: a. Fallopian tube segment, left, salpingectomy: complete cross section of fallopian tube with no significant pathologic abnormality b. Fallopian tube segment, right, salpingectomy: complete cross section of fallopian tube with no significant pathologic abnormality on (B)(6) 2016, pelvic ultrasounds done in office shortly after suggested essure coils were present in the uterus. On (B)(6) 2016 she underwent hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy. The essure coils were not identified in the uterine cavity on hysteroscopy. Also, the essure was not identified in the abdominal cavity during laparoscopy. Intraoperative imaging showed the essure coils in the pelvis and in the uterus, which suggests coils are embedded in myometrium. Pt was not consented for hysterectomy at the time of the procedure, which is why it was not performed. Assessment/plan: malpositioned essure device, coils likely embedded in myometrium. Scheduled for tvh, possible diagnostic laparoscopy on (B)(6) 2017. - discussed risks of surgery including pain, bleeding, blood transfusion, infection, damage to surrounding organs, need for additional procedures, anesthesia complications and thromboembolic events. On (B)(6) 2017, diagnosis: retained essure device/malpostioned essure device final diagnosis: leiomyoma of uterus. Unspecified, endometriosis of uterus, inflammatory disease of cervix uteri-as reported, other mechanical complication of other prosthetic devices, implants and grafts of genital tract, initial encounter bariatric surgery status, family history of ischemic heart disease and other diseases of the circulatory system, family history of stroke, allergy status to penicillin problem list: iud in place, intramural leiomyoma of uterus, morbid obesity, bariatric surgery, admission for sterilization, status post bilateral salpingectomy, vaginal hysterectomy, foreign body in uterus, any part on (B)(6) 2017, clinical diagnosis and history: the patient is a 37-year-old woman with two malpositioned essure coils. Diagnosis: uterus, hysterectomy: cervix - mild chronic inflammation; negative for dysplasia or neoplasia endometrium - weakly proliferative pattern; negative for hyperplasia or carcinoma myometrium - adenomyosis and three leiomyomata (the largest measuring 1.0 cm in diameter); negative for atypia or malignancy gross description: there are no grossly evident foci of necrosis. Also present in the specimen container are two separate, distorted, gray essure coils. The coils are not oriented as to right and left. A small amount of pink, soft tissue is adherent to the coils. On (B)(6) 2017, chief complaint: post-operative check up assessment/plan: sip vaginal hysterectomy with/without bilateral salpingo-oophorectomy, who presents for post op appointment. She is recovering well from surgery. On (B)(6) 2016 (hysterosalpingogram (hsg))-as per pfs result: failure to occlude (close) fallopian tubes- (B)(6) 2016 result- contrast seen to flow retrograde into both fallopian tubes with spillage into peritoneal cavity right> left: this is compatible with patent fallopian tubes bilaterally. The essure devices are located slightly inferior to the fallopian tubes bilaterally (B)(6) 2016 (hysterosalpingogram (hsg))-as per mr technique: after cleansing of the cervix, a 7 french catheter was inserted into the endometrial cavity and contrast was instilled under fluoroscopy. Findings: the uterine cavity is normal in size and contour. Injected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. The linear radiopaque structures representing the essure devices are located slightly inferior to the fallopian tubes bilaterally. Correlate with interventional history. Impression: 1.lnjected contrast was seen to flow retrograde into both fallopian tubes with spillage into the peritoneal cavity, right greater than left. This is compatible with patent fallopian tubes bilaterally. On (B)(6) 2016, procedure: hysteroscopy, diagnostic laparoscopy, lysis of adhesions, laparoscopic bilateral salpingectomy, dilation and curettage findings: fibroid uterus, 8 week size, midline. Two essure coils, intact, present in myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation , device dislocation , abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr are received. Reporters were added. Case was medically confirmed. Patient details, family history, historical drug, historical condition, concomitant disease, treatment drugs, concomitant drugs and unstructured relevant tests were added. Essure lot number was added. 2 dates for essure removal was provided (B)(6) 2016 and (B)(6) 2017. Hormonal changes describe: on estrogen- premarin, abnormal bleeding ((vaginal, menorrhagia), apareunia (inability to have sexual intercourse), pelvic pain (when attempting intercourse), weight gain, pain when attempting sexual intercourse and lower abdominal pain (menstrual) were added as events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.